Event description:
It was reported that while charging the implantable pulse generator (ipg), the patient felt a burning sensation and therefore could not charge. The patient underwent a procedure where the ipg was removed and replaced with a new one. There were no reported complications postoperatively and the patient is expected to fully recover.

Event description:
It was reported that while charging the implantable pulse generator (ipg), the patient felt a burning sensation and therefore could not charge. The patient underwent a procedure where the ipg was removed and replaced with a new one. There were no reported complications postoperatively and the patient is expected to fully recover.

Manufacturer narrative:
Correction to block h6 and h11. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipg was successfully recharged in a single charging cycle, and analysis of the device data logs didn't reveal any anomalies related to premature battery depletion. Additionally, the functional tests and internal electrical measurements confirmed that the ipg was operating as expected. However, a review of the charging log identified two issues contributing to the charging difficulties or longer charging times than anticipated. First, potential misalignment of charger with ipg, which resulted in a lower-than-expected charging current. Second, possible misalignment or inadequate ventilation, causing the charging process to stop once a temperature limit is reached. These factors are known to contribute to charging difficulty when users don't follow the IFU. An analysis of the system log showed that the highest temperature recorded while the patient used the device was within the acceptable range. A product labeling review was performed which states that while charging, the charger may become warm. If the charger is not used with either a charging belt or an adhesive pad it may result in a burn. Additionally, it states that centering the charger over the stimulator ensures the shortest charging time. A review of the charger handbook states to ensure the charger is well ventilated and centered over the stimulator. If you accidentally locate the patch in the wrong place, or if the charger belt moves out of alignment, the charger will start beeping. Use a new adhesive patch or readjust the belt to place the charger back into position. Do not confuse the end of charge signal (a distinct double beep) with the steady, continuous misalignment signal. The returned ipg was analyzed and passed all tests performed. Testing of the ipg indicated that it was operating as expected. However, a review of the data logs revealed that the user may not have followed the proper instructions for charging the ipg as per the labeling, the charger must be well-ventilated and properly centered over the stimulator to ensure effective charging. A labeling review determined that the event of feeling a burning sensation while charging is a known inherent risk with implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Manufacturer narrative:
The returned ipg was fully charged after a single four-hour cycle. An analysis of the system log showed that the highest temperature recorded while the patient used the device was within the acceptable range. The ipg passed all tests performed and exhibited normal device characteristics. A product labeling review identified that the device was used per the (IFU) product label. Additionally, it states that while charging, the charger may become warm. If the charger is not used with either a charging belt or an adhesive pad it may result in a burn.

Event description:
It was reported that while charging the implantable pulse generator (ipg), the patient felt a burning sensation and therefore could not charge. The patient underwent a procedure where the ipg was removed and replaced with a new one. There were no reported complications postoperatively and the patient is expected to fully recover.